Event description:
Voluntary medwatch received states that the right ventricular (rv) lead needed multiple delivery attempts during the implant procedure. The rv lead was implanted. There were no patient consequences.